Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jan-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13930ds viper suture broke when the needle was inserted into the meniscus. The surgery was completed using a new product of the same part number. This occurred during use in a case with no patient effect. No delay to the case.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error with the device, due to misalignment during insertion and/or excessive force applied while prying or leveraging the device during use.